Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant rupture. Concomitant medical products: right side; 800cc mentor memorygel breast implant; catalog number: 3505800bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 800cc mentor memorygel, breast implant and was presented with left side breast implant rupture on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3505800bc; serial number (B)(4) on the right side and with catalog number 350-5800bc; serial number (B)(4) on the left side.

Manufacturer narrative:
On 8/27/2019, mentor became aware that patient also encountered bilateral contour deformity of reconstructed breasts. Hence, patient code "wrinkling" has been added. Also, procedure type is primary breast reconstruction. This report is for the left side. Right side issue is being reported in a separate report. Breast reconstruction primary. (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured and received in four (4) pieces. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).